Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 281mg/dl. Reportedly, the cause was an unspecified issue with the pump. The customer declined to provide additional information regarding the issue.